Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was in the hospital with high blood glucose of 417mg/dl. The mother stated that the customer was vomiting and had diabetes ketoacidosis. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run a manual prime test and the insulin did exit. The time and date were incorrect. Assisted the mother with correcting them. The basal rates and bolus wizard settings were correct. Reviewed the alarm history and found finish loading, low battery, and no delivery alarms. The caller mentioned that his high blood glucose was because the insulin pump was not delivering insulin. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.